Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unit had its interior contaminated due to an ingress of external fluids. Functional testing found the device produced an instant regrasp alarm when activation attempts were made. The device was disassembled, and a large amount of fluid ingress was found inside the handle body and around the activation button switch. The fluid ingress caused a short in the circuit of the device which effected the device ability to activate and complete its seal cycle. The sealing performance of the device for tissue sticking could not be tested due to the short in the device and the constant regrasp alarm. It was reported that the device produced only a partial seal of the vessel, and activated an alarm. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the jaws of the device were stuck to the tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each de vice are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device's sealing was insufficient and not like what was known before. Although the device was cleaned, the tissue was softly sticking on the forceps and the occurrence of the re-grasp alarm was more than usual. The device had issues with the device sticking, giving off re-grasp alarms and giving insufficient seals. The surgeon then stopped using the sealing modus of the device with the ls10 and used another non-medtronic energy generator with monopolar handles and bipolar scissors from competitors to complete the procedure for it was noted that the issue happened a few steps away from the last steps of preparation. There was no patient injury.